Event description:
Device returned to MFR with report of "therapy was sufficient for two years. Intermittent relief developed, pump reservoir over 80% full when only 11% should have remained upon refill. Catheter revised once with no change. Rotor study conducted, pump and catheter were ultimately replaced." Progress notes attached documented that pt had repeated readjustment of the pt's dose and had not received appropriate pain relief. Pt required supplemental oral medication to cover break-through pain. Follow up after pump replacement revealed that pt is doing well, pump is providing good pain control and pt is now able to sleep through the night.